Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The device history record review was performed and the product passed all manufacturing inspections without nonconformances as part of the manufacturing process, a 100% of the units go through a balloon inflation inspection. The instructions for use contains instructions to verify the balloon prior catheter insertion in the preparation section.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume syringe was returned for evaluation. The customer report of "did not inflate" was confirmed. Balloon did not inflate due to a tear, approximately 2mm in length, next to the distal windings. The edges of latex did not appear to match up at the torn location. Both windings were intact. No other visible damage was observed from catheter body or returned syringe. A supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during balloon test before use in patient, the balloon of this swan-ganz pacing catheter did not inflate. There was no allegation of patient injury.